Manufacturer narrative:
Analysis results were not available at the time of this report. A follow up report will be sent once analysis is complete. The main component of the system and other applicable components are: product ID 3550-29 lot# serial# unknown implanted: explanted: product type accessory. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of complex regional pain syndrome type I. It was reported that the patient saw poor telemetry or no telemetry with recharging. It was reported that the patient saw a poor communication and reposition antenna screen. The patient stated that they hadn't charged their device since (B)(6), about 2 weeks ago. The patient stated that they normally charged every two weeks. The patient is not able to communicate with a different external devices. The caller was redirected to their healthcare provider (hcp) for a possible prm as it was possible their device was in overdischarge. The patient stated that they had an appointment scheduled for next thursday(B)(6) 2017. No further complications were reported or anticipated. No symptoms were reported.

Manufacturer narrative:
Additional codes were added. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received. Representative reported that the patient had an eri and had battery replacement.

Manufacturer narrative:
Analysis finding of product 37712 s/n (B)(4) found battery reduced capacity due to overdischarge. If information is provided in the future, a supplemental report will be issued.